Event description:
The customer reported that the system intermittently displayed a 'fluoro disabled' error message and would not work. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The real time operating system and the generator interface board were replaced and the system software was reloaded. The system was then found to be operating as intended.